Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 34 mmol/l. The customer reported they did not observe insulin going in during an infusion set change. The customer was also unsure if the insulin pump delivered 6 units of insulin to their body. The customer stated they will treat for their blood glucose. Customer declined to return the insulin pump for analysis.